Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged a black power cable was confirmed via the submitted image. The submitted log file spanned approximately 24 days (27jul2020 to 20aug2020 per the timestamp). The pump maintained a speed above the lsl without issue while the driveline was connected. There were no unusual events in the log file. The hmii system controller, serial (B)(6), was not returned for analysis. An image was provided by the customer and revealed a cosmetic damage to the outer jacket of the black power cable as well as fluid ingress. Additional information from the customer stated that the exchanged controller will not be returned for evaluation. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 14nov2014. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot various alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller, and state how to store, transport, and maintain the system controller to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented for routine follow up visit and the vad coordinator noted damage to the pocket controller black line and connector. Log files were extracted. There was no alarm for the event. The controller was exchanged for a new one. No further information was provided.